Manufacturer narrative:
Date of submission: 18-jul-2018. Device evaluation: the device has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: the battery compartment was found to be cracked at the battery compartment threads above the bumper. An additional crack was found between the display and the case seal with evidence of moisture observed under the display. A leak test confirmed a leak in the battery compartment.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the battery compartment was damaged and that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.